Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date in 2010, the patient experienced an unspecified contamination. On an unspecified date in (B)(6) 2010, the patient experienced peritonitis. The cause of the peritonitis was contamination. On (B)(6) 2010, the patient was hospitalized for peritonitis. Treatment information was unknown. The patient was discharged on (B)(6) 2010. On an unreported date in (B)(6) 2010, the patient had recovered. Dianeal therapy was ongoing. The nurse reported that the event of peritonitis with culture positive for (B)(4) was not related to dianeal therapy. An opinion of causality was not provided for the event of contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd878199 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.